Event description:
New information received notes that patient presented in-clinic for a right atrial (ra) lead revision that took place in-clinic on (B)(6) 2021. During the procedure, the right atrial lead detached from the header of the patient's chronic implantable cardioverter defibrillator. The ra lead was successfully reconnected, and the revision procedure was completed successfully with the chronic ra lead. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate automatic mode switch, low p-wave amplitude, and low pacing impedance. No additional intervention was performed at the time of the event. Patient was stable throughout the event.